Manufacturer narrative:
Apoc incident # (B)(4), apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 83-year-old male patient presented with near syncope episode and nausea. There was no additional patient information. Return product is not available for investigation. (B)(6). Cutpffs for both methods: women > 36 pg/ml men > 60 pg/ml = probable. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. (B)(6)

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 24-feb-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for hs-tni cartridge lot a25227. While retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure), the fg release specification for standard deviation (sd) per tp-0651 rev. Bi (cartridge finished goods test specification) was not met. Root cause will be investigated in quality record (qr) 1100932.